Event description:
The device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the clips were scissored. A new applier was introduced to complete the case. There was no consequence to the patient.